Event description:
The pump was received with no event information.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4). Analysis of the received pump revealed a high battery resistance. Drugs delivered via the device were noted to be baclofen and clonidine. (B)(4).

Manufacturer narrative:
(B)(4).